Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro. Tip broke. 3 pieces of the jaw were removed. First piece that broke was retrieved with the jaws of the product, it cracked/broke again and they opened a new evh kit and used it to remove the remaining two pieces and to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
B1 correction: "adverse event & product problem" is selected. "Other" is selected for 'outcome attributed to ae" h1 correction: "serious injury" is selected. Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/11/2019. A photograph was provided by the account. A visual inspection was conducted of the actual device returned as well as the photograph that was provided. Signs of clinical use and evidence of blood was observed on the base of the jaws. The silicone insulation on the cold jaw was observed to be peeled off from the middle of the cold jaw to the tip, exposing the metal portion of the cold jaw. The detached silicone was not returned for evaluation. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw, but remained attached at the base and tip. No other visual defects were observed. Based on the returned condition of the device, the reported failures "peeled jaw" and " material twisted/bent wire" were both confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro. Tip broke. 3 pieces of the jaw were removed. First piece that broke was retrieved with the jaws of the product, it cracked/broke again and they opened a new evh kit and used it to remove the remaining two pieces and to complete the procedure. The hospital did not report any patient effects.